Event description:
An 8mm diameter x 30mm length bridge assurant billiary stent was inserted for use in a pt for treatment of an iliac artery lesion in 2002. It was reported that the device would not pass through the hub of a 6 f cordis brite tip sheath. The physician decided to continue advancing the device until it traversed the sheath. It is reported that once the device passed the sheath it advanced without difficulty and the procedure was successfully completed. No clinical sequelae were reported, and the pt is reported to be fine.